Event description:
On 22/may/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to ¿not thriving on peritoneal dialysis.¿ follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2024 due loss of appetite, poor fluid intake, and extreme fatigue (less active) resulting in increased sleep requirements. The patient experienced abdominal pain, nausea, and vomiting while undergoing pd therapy, leading to her admission to the emergency room and subsequent hospitalization on (B)(6) 2024. As of (B)(6) 2024, the patient remained hospitalized and was awaiting the placement of a hemodialysis (hd) catheter (not a fresenius product) in order to transition to hd for rrt. Per the pdrn, the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s serious adverse events of loss of appetite, nausea, vomiting, poor fluid intake, extreme fatigue (resulting in increased sleep requirements) and a pneumoperitoneum, which required hospitalization and transition to hd for rrt. The etiology of the serious adverse events remains unknown; therefore, causality cannot be firmly established. However, the pdrn reported the serious adverse events were not caused by a fresenius device(s) and/or product(s) deficiency or malfunction. Intraperitoneal free air is a risk factor for patients on pd and is thought to be caused by inadequate pd procedures. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. Should additional information become available, the need for a clinical investigation will be re-evaluated and the file will be updated accordingly.

Event description:
On 22/may/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to ¿not thriving on peritoneal dialysis.¿ follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2024 due loss of appetite, poor fluid intake, and extreme fatigue (less active) resulting in increased sleep requirements. The patient experienced abdominal pain, nausea, and vomiting while undergoing pd therapy, leading to her admission to the emergency room and subsequent hospitalization on (B)(6) 2024. As of (B)(6) 2024, the patient remained hospitalized and was awaiting the placement of a hemodialysis (hd) catheter (not a fresenius product) in order to transition to hd for rrt. Per the pdrn, the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Event description:
On 22/may/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to ¿not thriving on peritoneal dialysis.¿ follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2024 due loss of appetite, poor fluid intake, and extreme fatigue (less active) resulting in increased sleep requirements. The patient experienced abdominal pain, nausea, and vomiting while undergoing pd therapy, leading to her admission to the emergency room and subsequent hospitalization on (B)(6) 2024. As of on (B)(6) 2024, the patient remained hospitalized and was awaiting the placement of a hemodialysis (hd) catheter (not a fresenius product) in order to transition to hd for rrt. Per the pdrn, the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.